Event description:
The customer reported that the sys would not take exposures. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply contacts were cleaned and the power supply voltage was adjusted. The system was then found to be operating as intended.